Event description:
It was reported that the pt's audiologist called and left a message stating that the clinic has concerns that the pt's device is failing. More detailed info has been requested but so far no further info has been received.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.